Manufacturer narrative:
(B)(4).product does not returned for evaluation yet.most likely underlying root cause of malfunction:user's test strip had a poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 78 to 89 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Comparison of blood glucose test results by customer from truebalance meter to daughter's meter. Back to back blood test performed by customer fasting on (B)(6) 2016 produced test results of 128 mg/dl using truebalance meter and 78 mg/dl using daughter's meter. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.